Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. It was recommended to replace the device in the near future. Attempts to obtain the device model/serial have been unsuccessful, as it was not provided by the physician. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. It was recommended to replace the device in the near future. Attempts to obtain the device model/serial have been unsuccessful, as it was not provided by the physician. At this time the device remains implanted. No adverse patient effects were reported. New information was provided indicating that this pacemaker device was surgically explanted. The explanted device is expected to be returned for product analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d4 device model/serial, UDI , d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).